Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -07.50 diopter, in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting, significant reduction of irido-corneal angles, narrow angles, elevated intraocular pressure (iop) and corneal edema. The patient experienced intermittent decrease of visual acuity, blurry vision and eye pain. The patient received medical treatment for the high iop. The lens was not exchanged for another lens. The status of the eye post-op is asymptomatic.

Manufacturer narrative:
Device evaluation: the product was returned dry, in lens case/vial with clear surgical residue and debris on product. The lens was found with no visible damage. Dimensional evaluation found the lens within specifications. (B)(4)